Event description:
Devilbiss healthcare received a complaint from a home medical equipment provider involving a suction device. The provider reported they were contacted by the end user, who stated "the machine has no suction." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned to devilbiss and evaluated. It was determined that an umbrella-style check valve was dislodged from the compressor cylinder. The unit was repaired and returned to the home medical equipment provider. Devilbiss has an active CAPA associated with the umbrella valve issue.